Event description:
It was reported that an intraocular lens (iol) was removed six weeks post implant due to the patient noticing a decrease in their vision. The lens was replaced with different model and diopter lens. In the surgeon¿s opinion, the likely cause of the event was due to capsular contraction. Patient outcome is reportedly good.

Manufacturer narrative:
Although requested, the device was not returned for evaluation. The device history record (DHR) was reviewed and there were no discrepancies or deviations found that related to the reported issue. The lot history, trend analysis, risk analysis, and directions for use are considered acceptable with the product performing within anticipated rates. Based on the available information, the root cause of this event could not be conclusively determined; however patient related factors may have caused or contributed to this event.